Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride, potassium oxalate tubes would not fill with blood during use. No injury or medical intervention.